Event description:
It was reported that the patient had a catheter placed during a gastrostomy procedure. Resistance was met upon removal. The doctor had to cut the catheter to remove it from the patient. Upon removal, it was found that cuffing had occurred around the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).